Event description:
It was reported that during a shoulder rct repair, the implant was broken when malleting the bone, so it could not be fixed. Some of the pieces were not removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) healicoil pk 5.5mm suture anchor returned. The complaint stated: ¿the implant was broken when malleting the bone, so it could not be fixed. Some of the pieces were not removed.¿ the anchor has damaged distal threads. The first are pushed and folded backward in a proximal direction. They are burnished and fractured. Prep per IFU is essential for successful seating. Per IFU 10600803: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 5.5mm anchor used on normal bone condition is a 3.8mm tapered awl. Product met specifications upon release to distribution. No root cause related to the manufacture of this device was confirmed.

Manufacturer narrative:
One 72203380 healicoil pk 5.5mm suture anchor reported on. Due to product unavailability, the complaint could not be visually evaluated. Evaluation results were based upon information relayed. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Inadequate bone quality resulting in anchor pullout or loss of fixation. 4. Unexpected bone condition/density. 5. Breakage and damage can occur due to use of sharp instruments to manage or control the suture. Per instructions for use : ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 5.5mm anchor used on normal bone condition is a 3.8mm tapered awl. Final product met predetermined specifications upon release to distribution.